Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was 231 mg/dl at the time of incident. Customer was trying to do a bolus and the button stuck and went up to 10 units. The buttons did not respond when they was trying to stop the bolus and the numbers just went up. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.